Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the t-bar has snapped into two pieces and fallen out of the tool. This caused a twenty minute delay in the procedure. There was no patient harm and no pieces left in the patient. An alternate t-handle chuck was opened to complete the operation. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Our investigation has shown that the t-handle of the returned inserter is indeed broken off. It is clearly visible that the top of the inserter as well as the surface of the t-handle have been struck with hammer blows. Based on these findings it seems likely that excessive inadequate use finally resulted in the breakage of the t-handle (some damages are also evident on the other parts of the inserter surface especially on the blue plastic). The technique guide states that just gentle blows should be applied onto the impaction surface of the inserter and that blows on the t-handle should be avoided. If higher forces are necessary the hammer guide can be used. Further investigation showed conformity of the article in question to the company specification and no apparent fault of material or manufacturing was detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number reported as 32011612. The lot number provided could not be verified; therefore, further investigation cannot be performed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.